Event description:
Customer reported experiencing high bgs (317-432mg/dl) after having a hard time filling the pod. Customer reported that the pod made clicking noises while attempting to fill the reservoir. Customer did not report that the cannula was kinked or that an alarm sounded. Pod will be returned for evaluation.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.